Event description:
Litigation papers allege, the pt has suffered symptoms including, but not limited to, pain, popping and clicking from his hips while walking, tenderness and loosening. Bilateral tha doi: (B)(6) 2007; right revision dor: (B)(6) 2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.